Event description:
It was reported that when using the bd pyxis¿ medstation¿ es issues with remote manager fridge latch. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a damaged surface that prevented reattachment of the refrigerator latch. The field service engineer resolved the issue by relocating the remote manager and hasp further down on the refrigerator to a stable surface, followed by cleaning and inspection. The system functioned as intended after the field service engineer repaired the device.